Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6)) drg system was being removed as the patient needed to undergo a contra-indicated procedure. During the explant procedure, the physician was unable to remove the lead located at l5 due to scar tissue. Device information was requested, but was unable to be provided.